Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via the 24 hour helpline senior inbox that customer had problems with reservoir and believed that enough insulin was being delivered. Customer also had problems inserting sensor. Customer was not able to be transferred to helpline at the moment and would call back.